Manufacturer narrative:
The pod was received for investigation not deployed. A rotational sensor error caused the first prime to end earlier than expected and the needle mechanism not deploying after completion of the second prime. A rerun did not replicate the errors. Inspection of the commutator cap found white discoloration spots indicating contamination. As the rerun did not replicate, it could not be determined if the observed commutator cap contamination contributed to the rotational sensor malfunction and device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone16.2. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula did not deploy and was not visible and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.